Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for about 5 or 6 days ago the pts ins had been shocking them. Pt was in the hospital and lost 20 pounds. Pt did not have their stimulator equipment with them and they needed the ins turned off. Pt had no access to their controller. Ps emailed local field representatives.